Event description:
It was reported that the pump experienced a malfunction following a recent update. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reoccurs.